Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 500 mg/dl with ketones. After changing the cartridge and infusion set, the customer administered a correction bolus to address the high bg level/ketones. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.